Event description:
Eight months after undergoing a (pci). Percutaneous coronary intervention, the pt was admitted with a 80% in stent stenosis of the proximal left anterior descending artery. The lesion was witout thrombus, and the timi flow was free. The lesion was treated with pci, and after procedure, the pt recovered. The event was related to the procedure.